Event description:
It was reported to philips that the wireless footswitch was not working. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch does not work. Upon functional analysis, it was identified that the wifi indicator was red, and the battery indicator was green. The base station led indicator was in error mode. Fse observed that the wireless base station installed in the unit no longer communicated with the wireless footswitch (wfs). Additionally, there was a mechanical problem in the wireless footswitch. The defective parts were returned to philips for failure analysis. The cause of the wireless base station failure could not be conclusively determined, and the cause of the failure of the wireless footswitch was found to be a loose printed circuit board (pcb) under the pedal; this pcb blocked pedal 3. To resolve the issue, fse replaced the wireless footswitch and the base station. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a mechanical issue in the wireless footswitch and that this event was not associated to any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the wireless foot switch is fully operational prior to using it. Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the mechanical issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.